Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent hepato-pancreato-biliary surgery on an unknown date and suture was used. The patient may have been taken back to surgery due to a dehiscence and evisceration through the incision after closing. Additional information has been requested.